Event description:
It was reported that after implantation of the intraocular lens, the lens appeared to be off axis 20 degrees counter clockwise. In addition the post operative refraction was reported to be not on target. No further information was provided.

Manufacturer narrative:
Outcomes attributed to adverse event: selected required intervention to prevent permanent impairment/ damage. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6)1934. Sex: female. Date of event: (B)(6) 2014. On (B)(6) 2014 ((B)(6) 2014) patient had surgery. On follow up in the office (B)(6) 2014 ((B)(6) 2014), the vision was screwy. Eye effected was the left eye. Patient returned to surgery on (B)(6) 2014 ((B)(6) 2014) and the doctor rotated the lens; patient was brought back and lens repositioned. Catalog #: zct400u210. Serial #: (B)(4). Expiration date: 09/28/2017. If explanted, give date: not applicable (na) the lens remains implanted. (B)(4). Device manufacture date: 10/28/2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Serial # requested but not provided, hence expiration date cannot be determined. (B)(4). Manufacturing date cannot be determined (serial# unknown). All pertinent information available to the manufacturer has been submitted. Placeholder.